Manufacturer narrative:
Retention lot number was unavailable for testing.

Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 57 mg/dl, 126 mg/dl, 43 mg/dl and 76 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated that he obtained other results of 83 mg/dl and 85 mg/dl within 10 minutes of the last two results on the same system. Reporter also stated that he ate a hot dog after obtaining the first result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.